Manufacturer narrative:
(B)(4). User facility listed in initial reporter. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the needle fell off while transferring. The device was used in the patient.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy. Per additional information received, according to the reporter, the needle fell into the patient cavity and had to be cut from the suture and removed.